Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that the transray plus 40cc intra aortic balloon (iab) had a iab catheter required inspection alarm and blood was found in the drive tube. After catheter placement, the drive system was initiated, but the iab catheter required inspection alarm occurred multiple times. After one hour, blood was found in the drive tube, so the catheter was removed and a new one was inserted. The replacement catheter was used for three days without any problems. There were no patient harm or injury.